Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that in 2005 one of the their leads was replaced as "it went bad". No patient complications have been reported as a result of this event.